Event description:
Event description cpi received information that this lead was removed from service. The physician elected to remove the lead due to lead fracture under the clavicle. The implantable pulse generator (ipg) was also removed and replaced at this time.